Event description:
The nurse reported a suspected overinfusion of pump at first refill after implant. The expected reservoir volume was 5.7 cc; the actual reservoir volume was .5 cc. Actual amount filled at implant is unclear. No adverse patient event reported. Hcp will monitor at next refill and will advise patient to watch for and report any adverse effects.